Manufacturer narrative:
The returned product was evaluated and found that the spring latch never fully released the clutch spring which in turn did not allow the ratchet gear to move the plunger. Due to this, the pod did not deliver the programmed insulin to the patient.

Event description:
The patient reported blood glucose level reached 400 mg/dl while wearing the pod between 4 and 24 hours.